Event description:
It was reported that a piece of plastic tubing (1/8" thick) came off inside the patient's knee during surgery. The doctor was able to retrieve the broken piece without having to perform an additional surgical procedure.

Manufacturer narrative:
No physical sample was returned for evaluation. A photo of the device was used for the evaluation. Visual inspection could not observe the breakage site. The device history record was reviewed and did not show any manufacturing related issues that would have caused or contributed to the reported event. The instruction for use state the following: "to avoid the possibility of drain damage or breakage, please follow these steps a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).